Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative condition occurred. A call from a hospital me stating that the screen did not turn on when the trilogy evoo2 was powered on was received. The patient states no alarm sounded. There was no harm or injury reported. The device has not been returned to the manufacturer, as of yet. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The reported issue was duplicated when the device was started up for verification of the status. The issue was resolved by replacing the display. Since noise was confirmed, the blower assembly was replaced. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00. Coding updated in box h.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. A call from a hospital me stating that the screen did not turn on when the trilogy evoo2 was powered on was received. The patient states no alarm sounded. There was no harm or injury reported. The device has not been returned to the manufacturer, as of yet. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.